Event description:
The customer reported the endoeye flex 3d deflectable videoscope had air/water leakages from the universal cable. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and watertightness was lost due to a pinhole in the universal cord. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet standard value due to wear of the angle wire, the video connector was cracked and deformed, and the universal cord was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.